Event description:
A customer called in inquiring about purchasing incorrect test strips and adc customer service educated customer about correct product to purchase for the meter or insulin delivery system. The customer further reported experiencing a hypoglycemic episode with subsequent loss of consciousness due to being unable to take a test. There was no third-party medical intervention reported. The customer reportedly self-treated by eating pretzels to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This case does not involve a product malfunction. Since the medical event was related to a user error, no product investigation is required. This is a final report.